Event description:
It was reported that the patient was hospitalized due to ineffective therapy. Data review indicated that this patient's ventricular rhythm accelerated a monomorphic ventricular tachycardia (vt) into ventricular fibrillation (vf). Shocks were delivered and but unable to diverted the arrhythmia. On the last shock, the polarity inversion successfully terminated the arrhythmia. Additionally, chest x-ray and further testing were performed the day after showing normal measurements. Technical services recommended troubleshooting options. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains implanted and in service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was hospitalized due to ineffective therapy. Data review indicated that this patient's ventricular rhythm accelerated a monomorphic ventricular tachycardia (vt) into ventricular fibrillation (vf). Shocks were delivered and but unable to diverted the arrhythmia. On the last shock, the polarity inversion successfully terminated the arrhythmia. Additionally, chest x-ray and further testing were performed the day after showing normal measurements. Technical services recommended troubleshooting options. Additional information was received, stating that the patient was followed-up for additional testing. The device was reprogrammed and remains in service. No adverse patient effects were reported.